Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, while attempting to complete the biopsy, the jaws of the device were described as feeling "sticky" when opened and "fatter" when closed with sample. Upon withdrawal, the device became lodged in the scope requiring both the scope and device be removed from the pt. The device was then cut in half to allow for removal from scope. The physician reinserted the scope and completed the procedure with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.